Event description:
It was reported, pt had right tha revision surgery, in 2006, at hospital for aseptic loosening and osteolysis.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.